Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.

Event description:
In 2009, the pt underwent the surgery with gamma3 nail. In 2010, the pt felt pain and the surgeon found that the lag screw moving into the femoral head. Two days later, the pt underwent the revision surgery with total hip arthroplasty. At the first surgery, the surgeon confirmed that the set screw was on the lag screw groove correctly, because after he set the set screw, he confirmed that the lag screw did not rotate.